Event description:
It was reported that the customer went into diabetic ketoacidosis, and the infusion set was changed several times. The caller mentioned that the cannula was bent before and after being inserted into her body. The father also stated that the plastic catheter would go into the body and bend. The father mentioned that the insulin pump did not alarm when the cannulas were bent. The caller stated that the customer was in the emergency room with high glucose level over 500mg/dl. The customer was treated and released the same day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.